Event description:
Customer reported blank display on the insulin pump. Customer stated that she received two no power alarms and reported cracks at the top of the reservoir compartment. Customer's current blood glucose reading is 154 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. All operating currents were within specification. The insulin pump passed the displacement test and self test. No unexpected off no power alarms or blank display was noted. The insulin pump functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.